Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Additionally, the event the front panel blacked out occasionally was found during the device evaluation. Based on the results of the investigation, the cause of the actual pressure was higher than the preset pressure, which could not be specified, and the cause of the front panel blackout was likely due to defective printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
This report is being supplemented to provide additional information based on the duplicate report (3002808148-2024-08754) that was submitted for this event. Updated fields: b5, h6. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during a laparoscopic bilateral hernia sac high ligation surgery. The surgeon suddenly noticed that the patient's belly was significantly swollen compared to the initial stage. At the same time, the nurse noticed that the actual pressure displayed on the device was 17 (set pressure was 10), and the pressure was still rising, so she immediately disconnected the pneumoperitoneum tube and the abdominal ventilation interface, cut off the gas source, and discharged excess gas from the abdominal cavity. The nurse then turned off the device. The patient's vital signs remained stable. Five minutes later, the nurse lowered the pneumoperitoneum pressure to 9 and adjusted the flow rate to a low level for slow intake. When the surgeon instructed to adjust the flow rate to a medium level, the actual pressure began to rapidly increase again, but there was not any malfunction alarms. The touring nurse quickly turned off the device and replaced it with another brand of device. The surgeon and nurse actively handled the situation, and the surgery continued smoothly with no delay and no medical intervention was required. The patient's vital signs remained stable. After the postoperative visit, the patient showed no abnormalities. There were no reports of serious deterioration in the state of health as a result.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure was higher on the insufflation unit than what was preset. This occurred during maintenance. There were no reports of patient harm.